Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that surgical intervention occurred on 13 march 2020 during which the existing leads was repositioned and secured with anchors to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00114. It was reported that the patient's leads migrated and this was confirmed by x-ray. Surgical intervention may occur to address the issue. Surgical intervention may also occur to address pain at ipg site as documented on manufacturer reference number 3006705815-2020-00112.